Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported problem was not confirmed and not replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, it was discovered that usm we received was usm 2 not usm 4. The usm was installed onto a gold system where the component functioned as expected. Patient side cart fixture test platform (pftp). Once testing was completed, all searchlight, cva, and hall sensor assemblies were inspected, but no faults could be identified. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, universal surgical manipulator (usm) 4 could not recognize instruments. The technical support engineer (tse) recommended the customer replace the sterile adapter. The customer stated that only 3 arms were being used and the procedure was completing as planned. The procedure was completed with no reported injury.